Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker failed to connect to the leads which resulted to high pacing impedance. The pacemaker was not used and replaced during procedure on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported events of failure to connect and high impedance were not confirmed. As received, the pacemaker was returned for analysis with the battery voltage near beginning end of live level. Upon visual inspection of the header and connector, there were no contamination or foreign material found that could block inserting the leads in the pacer ports. Normal functionality was observed upon electrical and mechanical analysis. During the analysis, the leads were inserted and removed multiple times from the ports with normal force. Additionally, the device was tested with various loads, and the pacer was able to detect and measured the lead impedance within normal range. Longevity assessment was performed, and the pacer was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.